Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on how to perform a pump reset, after which the error did not reoccur. The customer was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.